Manufacturer narrative:
Result: bed exit. The customer reported that a nurse was having trouble setting the bed exit system. The footboard was disassembled by customer prior to field tech visiting account. Once the footboard was put together again by the field tech, he reported the bed exit worked properly.

Event description:
It was reported by service report that the bed exit was not working. No adverse consequences have been reported.